Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent a surgery to treat spinal degeneration at l4-s1. Intra-op, driver stripped the center nut of the cross-link. Reportedly, center nut would not "click" and noticeable wear on the driver caused stripping. Surgeon did not see reason to remove the cross-link and continued with the same product, as the center locking nut was tight. Product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and functional testing identified that the hex edges of the driver have been worn from what appears to be repeated normal use. This is consistent with anticipated wear. If information is provided in the future, a supplemental report will be issued.